Manufacturer narrative:
Information references the main component of the system; the system was also composed of an extension and a lead. The specific serial/lot numbers of these devices were not know at the time of this report; however, it was known that one extension and one lead from the following components belonged to this system and that the remaining one extension and one lead belonged to the concomitant system: product ID: 3389-28, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the parkinson's disease patient had experienced an infection. It was further reported the "patient was bleeding from the lower part of the left ear and pus kept coming out of the left chest region." The patient's infection reportedly "occurred immediately after implantation" and was treated three times, but "the infection was not brought under control" and "no improvements were observed." While it was noted the &#62030;"infection was confirmed only on the left side" (serial number (B)(4)), the patient's doctor decided to explant both systems because the "infection was observed at the site where both leads were bundled and it could develop an infection for both sides." Interrogation of the device on the day of planned explant ((B)(6) 2016) found the device had no abnormal impedance values. As of (B)(6) 2016, the patient "had been making good progress after the systems were explanted." Additional information was requested; a supplemental report will be filed if additional information is received. Please note: this report refers to the patient's right system. The left system has been reported through regulatory report #3004209178-2016-04117.